Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having low blood glucose of 42 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal. Customer reported of programming a dual wave bolus for correction of food intake and changed basal rates to correct low blood glucose. Customer was advised to consult with healthcare professional prior to changing programming and to discuss reasons for low blood glucose. Customer was advised to monitor insulin pump and that insulin pump would be upgraded.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.